Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Information was received regarding a navigation system issue that occurred outside of a procedure. It was reported that anytime something is plugged into one of the usb ports, it forces a reboot. There was no patient present when this issue was identified. No further information was available.

Manufacturer narrative:
Following replacement of the cables for the navigation system. A medtronic representative went to the site to test the navigation system. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
The usb port for the navigation system was returned to the manufacturer for analysis. Analysis found that the port for the usb was damaged and would not accept a usb cable. Analysis found that the reported event was related to a mechanical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.